Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. It is unknown if the device was in use on patient, but the customer reported that there was no patient harm.

Manufacturer narrative:
No repair information was provided from the customer and it was not possible to identify the root cause of the reported issue. The determination could not be made that the device failed to meet specifications. Date received by MFR: 10/29/2015.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information and repair information was requested and the customer did not respond to the call.